Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Ofr checked the subject device and found followings. - there was water leakage around the scope cover perimeter due to the universal cord holder defectiveness. - the glue of the bending rubber was worn out. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based upon the investigation result, omsc could not concluded whether there was the relation between the reported phenomenon and the subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes (>100 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.